Event description:
A customer's mother reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was 270 mg/dl at the time of the call. The customer stated that they resolved the issue by replacing the batteries.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.